Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Endologix made at least three good faith efforts to retrieve a reported adverse event/incident-related device as well as medical records and medical imaging. However, the user facility did not respond to requests for this information. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident could not be completed. No medical records nor medical imaging relevant to the reported adverse event/incident was received by endologix. The user facility was unable to provide this information. Due to the absence of medical records and medical imaging device, use, procedure, and/or anatomy relatedness to this incident could not be independently assessed. The final patient status remains unknown as it was not provided to endologix. No additional investigation of this reported incident is planned. This and similar incident will continue to be monitored. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: h6: investigation type codes ¿ remove code 4118. H6: investigation finding codes ¿ remove code 3233. H6: investigation conclusion codes ¿ remove code 11.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, follow-up report will be submitted.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) on (B)(6) 2023 with the implant of an afx2 bifurcated stent graft and an afx vela suprarenal. Reportedly, on approximately (B)(6) 2025 it was identified that the patient has continued sac expansion and a possible type iiib endoleak. The physician plans to treat sometime in the next six weeks with a gore (non-endologix) device. Currently, no additional information is available.